Event description:
The customer indicated that a piece of the instrument broke off and fell into the pt during a lavh procedure. A general surgeon was called to locate and retrieve the broken piece. The surgeon located it lodged behind the liver.